Event description:
It was reported during use the pen ndl 31g 8mm was unable to deliver insulin/medication. This event occurred 3 times. The following information was provided by the initial reporter: the customer noticed the "pen needles were clogged before injection."

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-06-22. H.6. Investigation summary customer returned (6) open 8mm, 31g pen needles without the tear drop label. Customer states that the pen needles clogged during injection. All returned pen needles were examined and 2 out of 6 samples exhibited a bent non patient end of the cannula. All remaining samples were tested and all were able to expel properly without any observed defects. A review of past 12 months quality notification was performed, and no quality notification was raised on the reported defects. Bd was able to duplicate or confirm the customer¿s indicated failure. User error. No evidence of manufacturing related issues were observed on the returned samples. Root cause description: it is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen h3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the pen ndl 31g 8mm was unable to deliver insulin/medication. This event occurred 3 times. The following information was provided by the initial reporter: the customer noticed the "pen needles were clogged before injection."